Manufacturer narrative:
Device data was provided which corroborated the reported event. The true position of the pinch valve was not confirmed, but the effect of not correctly fitting the tubing is demonstrated. The zero-portal vein flow is a consequence of user not placing the tubing into the hepatic artery pinch valve. The initial cause of the failure of the valve to open could not be determined. The trouble shooting action taken was effective in initiating proper function of the pinch valve.

Event description:
It was reported that the hepatic artery pinch valve failed to open during setup, preventing normal priming and resulting in portal flow readings of 0.0 liters/minute. The issue was resolved following a device restart. Perfusion was completed successfully, and the liver was transplanted without incident.

Manufacturer narrative:
This report is being submitted to correct information provided in the original MDR. The original submission incorrectly listed the manufacturer number using the cfn prefix. The correct identifier should use the fei prefix. The correct fei for the manufacturer is 3011560054. No other information in the original report is affected by this correction. This correction does not reflect any change in the device, event details, or evaluation.